Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion, pressure test, needs version 1.6 software update. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3. Corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the downstream occlusion (dso) sensor was faulty. The dso sensor was replaced to address this issue.